Event description:
It was reported that the t:slim x2 pump battery would not charge, despite attempts using various wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.